Event description:
A customer reported that a system message error displayed during a procedure. There was no pt harm or injury; however, the surgery was delayed. Add'l info has been requested.

Manufacturer narrative:
A company rep examined the system. The irrigation and vent valve solenoid spacers were replaced. The system was then tested and met all product specs. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. A root cause has not been identified. (B)(4).